Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 61 year old male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella 5.5 device. On the 14th day of usage, the pump stopped and could not be restarted. A new pump was placed. The patient did not sustain any injury.

Event description:
It was reported that during support ,a purge leak occurred at the yellow luer while sodium bicarbonate was running through the purge solution. A purge bypass was performed. Following the bypass, the impella began to exhibit saturated flow waveforms. The decision was then made to explant the pump due to the saturated flows. However, before the clinicians could remove the device, the pump suddenly stopped with high motor current and was unable to be restarted. A new impella was placed afterwards.

Manufacturer narrative:
The investigation for the reported purge leak and the saturated flows has been completed. No product was returned. Data logs showed the "purge pressure low" alarm occurred with a rapid increase in purge flow and decrease in purge pressure. Soon after, the pump flow became saturated and the motor current gradually increased. About 90 minutes later, the pump stopped immediately upon the occurrence of the "impella stopped - motor current high" alarm. After reviewing the clinical information, it was concluded that the cause of the pump stop was most likely blood ingress due to the sidearm yellow luer damage from the use of sodium bicarbonate. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records. D4-UDI.